Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.

Event description:
The customer contacted the siemens technical solutions center (tsc) after obtaining abnormal results on one patient sample (sid (B)(6)). The customer stated that the patient had been tested for creatinine (crea), glucose (glu), and calcium (ca). The patient was redrawn (sid (B)(6)) and tested for crea, glu, ca on the same instrument. The results from the redraw sample were reported to the physician(s). The patient was also tested for carbon dioxide (co2), urea nitrogen (bun), sodium (na), potassium (k), and chloride (cl) on the same instrument, though it is unknown what sample the initial reported results were generated from. During a review of the instrument files, it was discovered that the samples from the patient had been dispensed into aliquot wells already containing other material. The customer repeated the redraw sample on an unknown instrument and issued the corrected results for all of the methods to the physician(s). It is unknown if there was any patient intervention of adverse health consequences due to patient samples being dispensed into aliquot wells already containing other material.